Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens in the pt's eye. The lens and use capsular bag fell into the posterior vitreous. The surgeon could not remove the lens and referred the pt to a retinal eye specialist to remove. Reporter stated there was no product malfunction. Cause of this incident was due to pt related condition - weak zonules.

Manufacturer narrative:
(B)(4) - weak zonules. Eval method: medical review. Results: medical review: weak zonules is a condition wherein the capsular bag is not supported adequately. In conditions as such, the surgeon must take extra care when performing cataract surgery and attempting iol implantation. In this case, the whole capsule, including the lens fell into the vitreous which required secondary surgical intervention. This was caused by the pt's weak zonules and not by the iol itself. Conclusions (no device failure): based on the complaint history and medical review, the root cause of the event has been determined to be due to a pt related condition and not device related. (B)(4).